Manufacturer narrative:
Device received alarming a32 followed by an e22 alarm, problem isolated to mother board. Unable to perform operating currents, self test and displacement test due to a32 and e22 alarm. Device received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had repeated insulin pump error and blank display. Customer reported they were able to clear the alarm. Customer stated insulin pump had crack chipped piece. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.